Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto 3 and during one of the pulses using pulsed field ablation (pfa), after turning off and on the location pad, there was 45-second delay in the visualization of the catheters on the carto 3 system. The reporter stated that when the visualization did come back, there was an obvious map shift as the catheters appeared about 10mm off. There were no errors displayed on the carto 3 system. The physician did not perform cardioversion prior to the map shift and there was no patient movement. They plugged the octaray catheter back into the piu to help with visualization and they were able to proceed. No other troubleshooting was needed to be completed. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included a carto 3 and during one of the pulses using pulsed field ablation (pfa), after turning off and on the location pad, there was 45-second delay in the visualization of the catheters on the carto 3 system. The reporter stated that when the visualization did come back, there was an obvious map shift as the catheters appeared about 10mm off. There were no errors displayed on the carto 3 system. The physician did not perform cardioversion prior to the map shift and there was no patient movement. They plugged the octaray catheter back into the piu to help with visualization and they were able to proceed. No other troubleshooting was needed to be completed. No adverse patient consequence was reported. Hardware investigation details: regarding the visualization issue, the field service engineer (fse) followed up with the account and confirmed that the issue has not occurred in the following cases. Regarding the map shift issue, it was confirmed that carto 3 system was used in configuration with pulseselect pulsed field ablation generator (medtronic). The carto3 manufacturer does not claim compatibility for this hardware setup. As such, the carto 3 system functionality for catheter or map location accuracy may potentially be affected. Therefore, it can be concluded that the reported occurrence is a user related issue. The history of customer complaints reported during the last year associated with carto 3 system #11988 was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #11988, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).